Manufacturer narrative:
(B)(4). Clarification to patient's exact date of death was not provided. The only known information is the year 2012. Article citation: "a shocking diagnosis: breast implants 'gave me cancer'", denise grady; the new york times, may 14, 2017. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product details cannot be obtained as patient and explanting physician contact information was not provided. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant, misplacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
The new york times article titled ¿a shocking diagnosis: breast implants ¿gave me cancer¿¿ reported in 2012 "[patient] became short of breath and had pain and swelling in [patient] breast, a lump in [patient] chest, and swollen lymph nodes in [patient] chest and neck. [Patient] was hospitalized for two months, worsening steadily, as doctors struggled to determine what was wrong. Testing for lymphoma was suggested and the diagnosis was finally made. By then, [patient] was critically ill, on a ventilator. [Patient] improved with chemotherapy and came home from the hospital. When [patient] was considered strong enough for surgery, [patient] went back to the hospital to have the implant removed. [Patient¿s] heart stopped on the operating table. [Patient] was resuscitated but died two weeks later.¿ as pathological markers confirming alcl have not been received, the event will be captured as lymphoma. Side experiencing events unknown.

Event description:
The (B)(4) article titled ¿a shocking diagnosis: breast implants ¿gave me cancer¿¿ reported in 2012 "[patient] became short of breath and had pain and swelling in [patient] breast, a lump in [patient] chest, and swollen lymph nodes in [patient] chest and neck. [Patient] was hospitalized for two months, worsening steadily, as doctors struggled to determine what was wrong. Testing for lymphoma was suggested and the diagnosis was finally made. By then, [patient] was critically ill, on a ventilator. [Patient] improved with chemotherapy and came home from the hospital. When [patient] was considered strong enough for surgery, [patient] went back to the hospital to have the implant removed. [Patient¿s] heart stopped on the operating table. [Patient] was resuscitated but died two weeks later.¿ as pathological markers confirming alcl have not been received, the event will be captured as lymphoma. Side experiencing events unknown.